Manufacturer narrative:
Batch review performed on 16-10-2025: reverse shoulder system 04.01.0173 glenosphere ø39x27 (k170452) lot 2505968: (B)(4) items manufactured and released on 15-may-2025 expiration date: 2030-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner &oslash;39/+0mm (k170452) lot 2510884: (B)(4) items manufactured and released on 23-june-2025 expiration date: 2030-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot 2502831: (B)(4) items manufactured and released on 28-jul-2025 expiration date: 2030-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Primary surgery performed on the (B)(6) 2025. Implantation of reverse shoulder implants. Revision surgery performed on the (B)(6) 2025 due to suspected infection. Explantation of the humeral pe liner, glenosphere and metaphysis. Reimplantation of new implants with same sizes.